Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed. The instrument was found to have a broken conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out in a way such that the wire protrudes above the outer surface of the main tube. The wire insulation damaged, and the instrument failed an electrical continuity and energy delivery tests. The wires were exposed. This causes the instrument not to conduct with the cord. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The tips opened and closed properly. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument will not conduct with the cord. The procedure was completed with no reported patient injury.